Event description:
The patient reported poor healing at the receiver site. Antibiotics were prescribed and the patient was instructed to not wear the device until the wound has healed. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, severe force applied to the implant, and excessive twisting, bending, or stretching have been ruled out. However, the incision site was not irrigated with an antibiotic solution before closure, multiple tunneling attempts were performed between the two incisions, and the patient picked and popped a fluid pocket on the incision which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient non-compliance (touching or picking at wound) as the patient picked and popped a fluid pocket on the incision (user error- patient). Surgical (not irrigating, not using antibiotics, not implanting in sterile field, not prepping skin, inappropriate tools, multiple tunneling attempts) as the incision site was not irrigated with an antibiotic solution before closure and multiple tunneling attempts were performed between the two incisions (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.